Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's real time clock indicated it's battery needed to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. Device evaluation summary: one cadd prizm pump was returned for analysis in used condition. Visual inspection of the pump found it in good physical condition. The review of device event history log found the "error 10037" in history. Functional testing included use testing. The pump was powered on and it immediately showed error code 10037. Based on the evidence, the complaint was confirmed. The root cause could not be identified.